Manufacturer narrative:
The probe was inspected upon return and the lens was separated from shaft but the lens was confirmed to be fully intact. The manufacturing records were reviewed and confirmed this probe passed all appropriate inspection/test criteria required for commercial release. There is no indication of nonconformance to specification in the monteris device that contributed to this separation. Initial investigation suggests this event may be attributed to an unanticipated interaction between the stryker device and the monteris probe. Monteris personnel have contacted stryker representatives regarding this complaint and the ongoing investigation.

Event description:
During a tumor ablation procedure, the resident was removing the probe from patient when the end of the probe tip detached. A snapping sound was heard by the resident. When the probe was taken out, it was clear the end of the probe was not attached. During closure of burr hole, the probe tip was discovered in the patient's burr hole under the stryker fsg mount system. The probe tip was removed and the burr hole closed without further issue.